Event description:
The following has been reported: customer reported: customer provided a couple of brief videos showing a cassette in a working pump that is dripping fluid outside of the cassette. Customer has sequestered the pumps and the tubing involved and is waiting for additional instruction. Customer was instructed to collect the wrapper from the tubing, if at all possible, as well. Customer is pursuing an answer to the question of patient harm. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Two samples of ivenix administration set were returned for evaluation. The following evaluation steps were performed 1) visual inspection, 2) installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) microscopic evaluation, 4) underwater leak test and 5) dye test. The first sample did not reveal any defects during visual inspection. The gold foil was as corresponded to the specific code set-0032-25. The primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, liquid immediately started dripping from the bottom side of the cassette. Alarm "air in line" was replicated in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. Microscopic examination was performed and revealed that the diaphragm was displaced on the middle cassette. An underwater leak test was performed, and it was observed that bubbles came from the cassette confirming the leak. Finally, a dye test was performed, and it was observed that the origin of the leak was located at the secondary inlet valve. The customer complaint was confirmed for this specific returned sample. The second sample did not reveal any defects during visual inspection. The gold foil was as corresponded to the specific code set-0032-25. The primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An alarm was not replicated and reported leak was not observed during the sample evaluation. The customer complaint was not confirmed for this specific returned sample. Therefore, the customer complaint was only confirmed by leak being observed during sample evaluation #1. The leak could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. The following corrective actions were performed 1) rotary plate adjustment to avoid misplacement during transportation and 2) work instruction updated to include inspection prior welding process of the pump side.the batches records fa24a15032 & fa24k11047 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.